Event description:
It was reported by service report that the fowler guard was bent causing the release handle to be placed into release position permanently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent fowler guard.